Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 62 mg/dl to 220 mg/dl; 62 mg/dl to 119 mg/dl;194 mg/dl to 80 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.